Manufacturer narrative:
Without additional information or the return of the product, no definitive conclusion can be made regarding this event. Should the product be returned or additional information received, a follow up report will be submitted. Device history record could not be reviewed as the serial number of the device was not reported. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after an unknown duration. The reason for explant was not reported. Additional information has been requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.